Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer reloaded the cartridge successfully and received an accurate fill estimate. Customer's blood glucose (bg) was approximately 400 mg/dl. A manual injection was administered and an infusion set change was performed to address bg. A system check was performed and found that the connection between the cartridge tubing and the infusion set were not secure. The customer tightened the connection and resumed insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.